Event description:
Complainant alleged that while attempting to monitor a (B)(6), female pt the device inappropriately shut down. Complainant indicated that the clinician obtained another battery into this device to continue treating the pt. Complainant indicated that the pt was asystolic when the paramedics arrived and subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.